Manufacturer narrative:
The customer's report was observed and attributed to a cracked resistor on the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.